Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that during a percutaneous coronary intervention (pci), opticross¿ imaging catheter had difficulty crossing the lesion, after it was pushed hard, it crossed. However, image disappeared after pullback was started. Flushing was performed but it failed to resolve the issue. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, device analysis revealed a hole in the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was able to properly pullback and advance. The distance from the distal end of the transducer housing to the tip of the catheter was within specification. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core wind up in the telescope assembly was observed during x-ray analysis. The imaging core was broken off from the telescope, which was observed during x-ray analysis. Fluid was found leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).